Event description:
It was reported that the customer experienced a blood glucose (bg) level of 439 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin, and "glucose". Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.